Event description:
The biomedical engineer (bme) reported an alarm incident. They were unsure whether the alarm had been missed or silenced at the central nurse's station (cns). It was unclear when the patient passed away.

Manufacturer narrative:
Details of original complaint: the biomedical engineer (bme) reported an alarm incident. They were unsure whether the alarm had been missed or silenced at the central nurse's station (cns). It was unclear when the patient passed away. The bme would like to know the full picture of what had happened during that time. Technical support (ts) reviewed the logs from this cns for the time period between 9:07 am and 12:35 pm pst, and confirmed the cns was alarming, but the alarms were being silenced constantly by the user. Ts and our nk clinical application specialist (cas) informed the bme that the cns did alarm correctly and that the alarms had been silenced numerous times over the course of that period. The cns was sent in for evaluation. Investigation summary: the issue was not duplicated during evaluation. The root cause could not be determined. The reported device has reached its end-of-life. No further investigation is required. The following field contain no information (ni), as attempts to obtain the information were made, but not provided: b2 (in event of death, date of death) attempt # 1: 04/30/2025 emailed the bme for all information in the ni list above: the bme sent the adverse event form and description of the event, which contradicted the initial report. The bme selected there was no injury or death. Attempt # 2: 05/28/2025 emailed the bme for clairification of patient event: no reply was received. Attempt # 3: 05/29/2025 emailed the bme and the customer for clairification of patient event: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: zm-520 transmitter, model #: zm-520pa, serial #: (B)(6), device manufacturer data: 07/18/2018 (july 18, 2018), unique identifier (UDI) #: (B)(4). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported an alarm incident. They were unsure whether the alarm had been missed or silenced at the central nurse's station (cns). It was unclear when the patient passed away.

Manufacturer narrative:
The biomedical engineer (bme) reported an alarm incident. They were unsure whether the alarm had been missed or silenced at the central nurse's station (cns). It was unclear when the patient passed away. The bme would like to know the full picture of what had happened during that time. Technical support (ts) reviewed the logs from this cns for the time period between 9:07 am and 12:35 pm pst, and confirmed the cns was alarming, but the alarms were being silenced constantly by the user. Ts and our nk clinical application specialist (cas) informed the bme that the cns did alarm correctly and that the alarms had been silenced numerous times over the course of that period. The cns was sent in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contain no information (ni), as attempts to obtain the information were made, but not provided: b2 (in event of death, date of death). Attempt # 1: 04/30/2025 emailed the bme for all information in the ni list above: the bme sent the adverse event form and description of the event, which contradicted the initial report. The bme selected there was no injury or death. Attempt # 2: 05/28/2025 emailed the bme for clairification of patient event: no reply was received. Attempt # 3: 05/29/2025 emailed the bme and the customer for clairification of patient event: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: zm-520 transmitter, model #: zm-520pa, serial #: (B)(6), device manufacturer data: 07/18/2018 (july 18, 2018), unique identifier (UDI) #: (B)(4).